Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error - poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique (coded as peritoneal dialysis complication), chronic constipation and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was the break in aseptic technique and chronic constipation. On an unreported date, the patient was treated with vancomycin (1gm, injection, intravenously). It was not reported whether the break in aseptic technique, the chronic constipation and the peritonitis resolved. It was not reported whether dianeal therapy or the remedial therapy with vancomycin were ongoing. The patient remained hospitalized. Concomitant medications were not reported. A causality statement was not provided for the events break in aseptic technique, chronic constipation and peritonitis in relation to dianeal therapy.